Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the system is unable to be placed into MRI mode. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's system was explanted and replaced to address the issue. Ipg was electively replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.